Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an artery blockage. It was also reported that the implantable pulse generator (ipg) was "not reading properly" and the battery prematurely depleted. The ipg was explanted and replaced. No further patient complications have been reported as a result of this event.